Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the very tortuous, severely calcified and 90% stenotic proximal to mid left anterior descending artery. The physician advanced the 2.25x15mm quantum maverick balloon to the lesion and inflated it to 19atms. Then the physician attempted to do a second inflation but the balloon did not inflate. There were no pt complications. The device was removed intact. The physician visually checked the balloon to validate that it was ruptured. The procedure was successfully completed with another 2.25x15mm quantum maverick balloon. Pt status is reported as "good".